Manufacturer narrative:
Insulin pump received with minor scratched lcd window. Insulin pump received with missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self test and displacement test due to missing segments or partial display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display on insulin pump was damaged. Customer's blood glucose was unknown. Insulin pump will be return for analysis.